Event description:
It was reported that there was no output from the external pulse generator (epg). Another epg was used to provide therapy to the patient. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the battery contacts were compressed. Upper case, lower case, and one side bail cover were broken. (B)(4).